Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. The transmitter was returned for evaluation. An external visual inspection was performed and passed. Voltage testing was performed, and the device had no voltage. The share log data was not available. The transmitter was milled, and voltage was applied. A pairing test was performed and failed. A bin file review could not be performed due to no voltage. The reported event of transmitter failed error was undetermined. The probable cause cannot be determined. No additional patient or event information is available.